Manufacturer narrative:
Patient information was not made available from the site. Return requested. Two replacement fuses 20a 250v shipped to site 07/20/2016. On 07/20/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. Mobile view station (mvs) will not boot-up. Replaced f11 fuse and performed a system check-out. System performed as intended.

Event description:
A medtronic representative reported that while working with a site's imaging system, discovered a blown fuse. No further details were provided. There was no patient present when this issue was identified.